Manufacturer narrative:
At the time of initial filling, the eval of the device had not been completed. This eval info is being provided as a follow up to the initial report. Eval summary: the device has been evaluated at the respironics, kansas city customer satisfaction ctr. It was discovered that the device did not alarm proplery due to a short in the alarm itself. The alarm was replaced which corrected the malfunction. No add'l problems were encountered.